Event description:
A remstar plus c-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found fluid contamination and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Furthermore, the unit was scrapped upon completion of the device evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.